Event description:
The patient contacted animas on (B)(6) 2012 and reported being treated at a hospital after falling unconscious with a blood glucose of 28 mg/dl. The bolus history was reviewed and found that there were two boluses delivered that morning: a 3 unit bolus delivered at 9:35 am and a prior 5.25 unit bolus the patient reportedly delivered with breakfast. The patient reported not remembering the 3 unit bolus and stated that it was not one that was programmed. Troubleshooting was conducted and the patient indicated that the up and down keypad buttons were intermittently responding but confirmed that there was no noted hypersensitive response. The patient confirmed that the keypad was intact, worn in the patient's pocket, and the patient did not clean the pump. This report is made based on the allegation that the patient experienced hypoglycemia related to an unexplained bolus.

Manufacturer narrative:
(B)(4): the black box information is unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on normally to the verify screen and all keypad buttons were found to be responding normally. The keypad rubber was found to be intact. There was evidence of contamination found under the down arrow, up arrow, and contrast key contacts. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.